Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for non-malignant pain and postlaminectomy pain. The reason for call was to get MRI information. The caller stated that the patient's system wasn't working so they tried to connect other manufactures stimulators to the lead, and then they left the lead abandoned. The caller did not have any other details about the status of the lead. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information

Event description:
Additional information received from the consumer reported that they needed the MRI of their neck due to a ¿table fall¿ at the hospital causing them to hurt their neck. The patient noted they couldn¿t do the MRI because the leads were abandoned in their spine and would cause problems. The patient noted the system never worked since implant. The patient explained that the lead couldn¿t send the signal across the nerve they wanted and the leads needed to be parallel. The physician took x-rays and saw the lead was the issue as it was wrapped on the spinal cord so the physician pulled the lead out and put the paddle in. The patient had the implant removed and left the leads in due to scar tissue and the physician¿s warning about the risk of removing and tearing the fluid sac. The issue was resolved when they had a pain pump implanted.

Manufacturer narrative:
Continuation of d10: product ID: 3776-75, serial#: (B)(6), implanted: (B)(6) 2007, product type: lead; product ID: 3487a-45, lot#: v022572, implanted: (B)(6) 2007, product type: lead; product ID: 3487a-45, lot#: v024134, implanted: (B)(6) 2007, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.